Event description:
It was reported that multiple intermittent occlusion alarms occurred. The customer¿s blood glucose (bg) level was displayed as ¿high¿; however, a specific value was not provided. Customer changed their ifs and cartridge and then bolused through the pump to address the high (bg). Customer changed cartridge and infusion set to address the issue.